Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin. The error 2 message began a week prior to contact lfs at 9:30 am. At 12:30 pm, the patient allegedly developed symptoms described as "lightheaded and sweats" while she took action by increasing her insulin intake to 7 units. The patient did not receive any treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the error 2 message occurred when the patient inserted the test strip into the subject meter, the testing technique was correct, the test strips were in good condition, and the product issue was not resolved. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.